Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The sales rep stated that the customer was new to the product, and did not sufficiently tighten the needle to the holder, which caused the needle to detach from the holder during use.

Event description:
It was reported that bd vacutainer® flashback blood collection needle fbn detached from the needle holder. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, during use, 1ea fbn was detached from the needle holder, causing the patient to rupture the vein, locally producing a subcutaneous hematoma, and no blood is discharged after collecting two tubes of blood from the hematoma, and only the blood collection device can be pulled out to puncture the blood.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® flashback blood collection needle fbn detached from the needle holder. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, during use, 1ea fbn was detached from the needle holder, causing the patient to rupture the vein, locally producing a subcutaneous hematoma, and no blood is discharged after collecting two tubes of blood from the hematoma, and only the blood collection device can be pulled out to puncture the blood.